Event description:
It was reported that during a da vinci-assisted general inguinal hernia bilateral surgical procedure, the image view appeared upside down. It was stated that the endoscope had been reinstalled and a different endoscope had been tried, but the issue persisted. The user then moved from the third arm to the second arm, after which the issue was resolved. It was confirmed that a 30-degree endoscope was in use and that no system errors were present. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The user then moved from the third arm to the second arm, after which the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to an improper installation of the endoscope on the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.